Event description:
It was reported that (1) device was used during a diagnostic laparoscopy. It was reported by the affiliate that the 578sc trocar leaked on insertion. No further consequence to the patient.